Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation but not the injector. The sample was inspected with a microscope. Surface particles and viscoelastic residues were observed. Scratches were observed on the lens. It is possible that the scratches could be related to the insertion and/or removal process. The complaint for a scratch (cosmetic) on the lens was verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a pcb00v intraocular lens (iol) was implanted, the doctor observed a v shaped scar or scratch on the iol under a microscope. The doctor removed and replaced the iol and there was no patient injury.